Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the imaging system displayed a collimator error. To restore functionality, the power conversion enclosure was replaced. The imaging system then passed the system checkout and was found to be fully functional. The power conversion enclosure has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
Medtronic received information regarding an imaging device. It was reported that while setting up the system, an error message stating "collimator error" was received. The site rebooted the imaging system and the error was cleared. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
The analysis of the power conversion enclosure was completed by medtronic personnel. The enclosure was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.